Event description:
It was reported by the customer that a bd pyxis medstation es failed to find patient details and took about 30 minutes to get the medicine. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating february 2022 through june 15, 2024, under CAPA 12460641. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the customer did not put medicines in the pyxis. The technical support specialist was continuing to work on the case. No resolution was provided by the field service engineer or customer regarding the reported issue. No additional information was available.